Event description:
Rptr had a spinal fusion with pedicle screws and rods along with a bone graft fusion. Since then rptr has had a great deal of pain, plus an infection. She cannot work any longer. She is being treated for chronic pain along with depression. In 9/94 rptr had a blood culture which was positive for a staph which is methicillin resistant. Since 5/93, rptr has run a temp. She could not get her surgeon to do anything about it. She will require additional treatment for this infection and removal of these pedicle screws and rods.